Event description:
It was stated that the device is for repair. There was unknown patient involvement. Analysis of the device found that the pump alarmed error code 41627 and accuracy testing failed due to over-infusion.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing couldn't be fully performed due to an error (lec 41627), which causes the pump to go into alarm when the motor is spun. The main cause of this error can only be determined during repairs. The event history log was downloaded and inspected, and no problems were found. Pump was tested for flow accuracy and failed due to overdose. The expulsor was trimmed to correct the accuracy issue.